Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the uterine fundus') and uterine perforation ('essure device extrudes through the uterine fundus approximately 0.5 centimeter') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included flu, back pain, menses lack of, perineal pain, pelvic pain and extrusion of device. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy,laparotomy and removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and uterine perforation outcome was unknown. The reporter considered embedded device and uterine perforation to be related to essure. The reporter commented: essure device placed in the left fallopian tube only as patient had documented right salpingectomy in the past. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received:medical device removal event replaced by embedded device, medical history added and reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the uterine fundus') and uterine perforation ('essure device extrudes through the uterine fundus approximately 0.5 centimeter') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included flu, back pain, menses lack of, perineal pain, pelvic pain and extrusion of device. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy,laparotomy and removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and uterine perforation outcome was unknown. The reporter considered embedded device and uterine perforation to be related to essure. The reporter commented: essure device placed in the left fallopian tube only as patient had documented right salpingectomy in the past. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received:medical device removal event replaced by embedded device, medical history added and reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.